Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered a burnt uninterruptible power supply (ups) and burnt fuses on the track. The cse replaced the ups. The cause of the smoke being emitted from the instrument was related to a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia 1800 instrument. The operator turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.